Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold and low sensing. Imaging revealed dislodgement. During lead revision, the helix had difficulty extending and retracting and satisfactory values could not be obtained despite multiple placements attempted. The product was explanted and successfully replaced. There were no patient consequences.